Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported respiratory arrest occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) and a 21mm watchman ® laa closure device & delivery system (wds) were used. The closure device was deployed and released successfully. While extubating the patient post procedure, a respiratory arrest event occurred. Emergency measures were performed and the patient was stabilized. It was noted that the patient had end stage renal disease and was on dialysis. The patient was hemodynamically stable throughout the procedure, leading up to and during the extubation. No further patient complications were reported. The patient spent two nights in the hospital and was then discharged in stable condition. The patient is fine.